Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a generator replacement, it was observed on the new generator that a sealing plug was defective at the connection part. Per the surgeon, there was no silicone cap on it and it was not found in the package and did not fall off; surgery was prolonged due to the allegations. The generator was returned and received for analysis. Response was received from the surgeon. The generator was not cleaned after opening the package; a system diagnostics was not performed; and when the new generator was opened, the surgeon found the sealing plug defective at the connection part. No other relevant information has been received to date.

Event description:
Device evaluation was completed.

Manufacturer narrative:
G3: date received by manufacturer (mo/day/yr): on 04/18/2024; corrected information: initial report inadvertently used incorrect date.

Event description:
The device history records of generator were reviewed. The generator passed final quality and functional specifications prior to release.